Event description:
It was reported that the 7700 system had no live image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The monoblock assembly and the power supply need to be replaced. The customer canceled the service call. A f/u report will be filed when additional details become available.